Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of the returned device revealed that the guide catheter was stretched and broken close to the proximal end. The distal end of the guide catheter revealed multiple kinks/bends (suture impression). The stent and push catheter were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched, the distal end of the guide catheter buckled like an accordion, and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broke guide catheter.